Event description:
Customer reported unit "overheated, seems to be a water issue" during use. No patient harm reported. Patient's condition reported as fine.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. In addition to the named test parameters, the neptune operational values were set as follows: temperature was set at 37 c, mode was invasive, full rainout on the moisture scale. The neptune was turned on, values set. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without any interruption or functional anomalies for approximately 1.5 hours. The IFU for this product states the following: "caution: temperature patterns within the system associated with normal operation will be disrupted if there is insufficient water to pass through the system, which may cause a high temperature alarm." "Maintain adequate gas flow through the column and breathing circuit. This will prevent overheating the column and breathing-circuit." "Warning: always verify airway temperature and that there is regulated gas flow through the system before connecting the humidifier to the patient. Failure to do so may result in heat buildup, causing a bolus of hot air to be delivered to the patient." "Do not operate the humidifier with a dry or disconnected reservoir or without a column installed. Severe damage may result" "warning: when using hudson rci heated-wire circuits: observe the minimum minute volumes recommended in this manual. Do not cover the circuit with sheets, blankets, towels, clothing or other materials. Circuit tubing may significantly soften under these conditions. Do not place or hang foreign objects from circuit tubing. Do not apply excessive tension to the heated-wire harness - do not "milk" tubing. Do not allow the circuit to rest on the patient's bare skin." The complaint cannot be confirmed. Functional testing did not reveal any operational anomalies. If the proper setup as described in the IFU is not followed, it may lead to heat build-up or high temperature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 8 devices were taken from the current production, the samples were functionally inspected, and during the test issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported unit "overheated, seems to be a water issue" during use. No patient harm reported. Patient's condition reported as fine.